Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) level of 369 mg/dl. The customer delivered a bolus with the pump to address bg level. Additionally, the customer stated the pump stopped delivery during a bolus. The customer attempted to load a new cartridge and was unable to complete the load process. The customer reported receiving multiple minimum fill notifications. During troubleshooting with tandem technical support (cts), cts identified in the pump logs that the bolus was suspended by the user. The customer acknowledged and stated it was possible the bolus was accidentally stopped. The customer loaded a new cartridge and was successfully able to complete load process with cts. The customer reported was unsure of the cause of the bg level. The customer had changed out the supplies and declined to further troubleshoot.